Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. (B)(4). The device was received and repaired at the service center. The complaint was not confirmed. The following information was derived from the service report: short circuit in the motor cable - motor cable replaced; resistance value out of specs: handcontrol set replaced; contacts of the keypad corroded: handcontrol set replaced; keyboard pcb corroded, handcontrol set replaced; "micro": preventive replacement of o-rings performed; acc. To service manual; unit cleaned; functional test performed; electrical safety test acc. To iec 60601-1 completed; hipot test completed; functional test acc. To test procedure completed ; safety test checklist enclosed. Fluid contact with the keyboard pcb has the potential to cause corrosion of the component, therefore is a potential root cause for the keyboard pcb being corroded. When the keypad pcb is corroded, it has the potential to affect the function of the device, therefore is a potential root cause for the reported failure. However, we cannot discern a definitive root cause for the reported failure given the information provided. A device history record (DHR) review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in (B)(6) that post-surgery, it was observed that the micro tornado hp w handcontrol device needed service as it did not turn due to a jammed motor. During in-house engineering evaluation, it was determined that the device had a short circuit in the motor cable, resistance value was out of specification and there was corrosion on the keypad contacts. It was not reported if there were any delays in the procedure but a spare device was used to complete the procedure. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The device was received and repaired at the service center. The complaint was not confirmed. The following information was derived from the service report: short circuit in the motor cable - motor cable replaced. Resistance value out of specs: handcontrol set replaced. Contacts of the keypad corroded: handcontrol set replaced. Keyboard pcb corroded, handcontrol set replaced. "Micro": preventive replacement of o-rings performed. Acc. To service manual. Unit cleaned. Functional test performed. Electrical safety test acc. To iec 60601-1 completed. Hipot test completed. Functional test acc. To test procedure completed. Safety test checklist enclosed . Fluid contact with the keyboard pcb has the potential to cause corrosion of the component, therefore is a potential root cause for the keyboard pcb being corroded. When the keypad pcb is corroded, it has the potential to affect the function of the device, therefore is a potential root cause for the reported failure. Also, when there is a short circuit in the motor cable the device will not function as intended therefore is another potential root cause for the reported failure. A device history record (DHR) review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI:(B)(4).

Event description:
Additional event information received on 09/07/2018. The product was updated from 225003 to 283512 as per the wo. Additional event information received on 09/11/2018. There was no impact on the patient postoperatively and the procedure has been completed. They used replacement device.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If additional information should become available, a supplemental medwatch will be submitted accordingly. Correction: the manufacturer contact name has been updated as (B)(4). Contact phone number and email address have been updated accordingly.